Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited an unspecified capture issue, as the threshold could not be visualized. As a result, the ra lead was not used and was replaced. The patient remained in stable condition.